Manufacturer narrative:
The returned device was evaluated. During evaluation, initially the device worked without issue. After an hour, the device was alarming and although the set tester was still in place, the display said sen off. Replacing the set tester, the pi bar graph showed low pi and the o2 values were incorrect. A known good sensor results in an err 2 message which is a ms diagnostic error due to a defective technology board. The technology board was replaced and the unit functioned as designed.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that inaccurate readings were being displayed. The customer stated the pi signal was low. There were no reports of consequences or impact to patient as a result of this issue.